Event description:
It was reported, prior to implanting the device, it was noted the battery had already depleted more then the acceptable amount. The device was not used. A different device was implanted. The patient was stable.

Manufacturer narrative:
The reported event of premature discharge of battery could not be confirmed. Device image shows the device had exited shipped settings on oct 12, 2023, about 18 weeks prior to attempt to implant. Performed DHR review to ensure that each manufacturing and inspection operation was performed. The product passed all quality control tests prior to its distribution. The device was received in normal working conditions with battery voltage above elective replacement indicator (eri). Analysis performed, indicated normal device functionality. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.